Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/15/2014 with the following findings:during testing, the pump keypad cover was removed and contamination was found under all of the keypad button contacts. Unrelated to this issue, the keypad cover was also observed to be torn over the up arrow button. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under keypad button contacts. This report is made based on results of investigation completed on 04/15/2014.